Manufacturer narrative:
On 1023/2015 the field service engineer (fse) discovered a hole in diff sample line tubing of the coulter lh 780 hematology analyzer. The fse replaced the diff sample line tubing from shear valve cvl85/ 126 to the diff mix chamber resolving the reported leak, diff vote outs, and pc2 errors recovered by the instrument. Service activity performed and was verified to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported recovering diff vote outs (::::) and pc2 flags on the coulter lh 780 hematology analyzer. Further investigation by the customer revealed approximately 5-10mls of fluid had leaked in the area of shear valve vl85/126; the leak was not contained within the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.